Event description:
The bravo introducer was placed correctly and the position was verified with the endoscope by the physician. The capsule was then deployed following the correct policy protocol. The vacuum was at 83 for 45 seconds, then the plunger was depressed and rotated 1/4 clockwise turn, then released fully by the physician, after which vacuum was removed. When the introducer was removed, the capsule was still in place with the pin deployed. A second attempt was made with the same result. A third and final attempt was made with success. The patient was comfortable throughout the procedure and no additional treatment was required. The patient tolerated the procedure/recovery period well.